Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient never experienced benefit for bowel incontinence from the stimulator. They then developed a 5 cm infection and a lump in their back. They had to have an antibiotic drip to help with the infection. They stimulator and leads were removed because of this and the patient was placed on antibiotics after the explant surgery as well. The infection had cleared up since. They did not know the date that the infection started, but the device had been explanted on (B)(6) 2020.